Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt a snapping sensation at the implantable pulse generator (ipg) device site. The sensation was able to be replicated when measuring lead impedances. All measurements were within expected range. The device was originally programmed unipolar in the right ventricular. Reprogramming was performed to bipolar, but the sensation was still felt during lead impedance measurement. The device remains in use. No patient complications have been reported as a result of this event.